Event description:
It was reported that the pt was found unresponsive by her husband and was taken to the hosp by ambulance. The pt experienced seizures, respiratory depression and hypertension. The pt was put on a propafal drip and intubated. The pt was reported to be afebrile. The report indicated that the pt only receives baclofen in her pump, and the last change was a few weeks ago. It was also reported that the pt takes several oral narcotics for pain and "has had problems in the past". The pt's status was reported as "unchanged" as of 2008. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.